Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) had a blank screen. There was no reported patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and backlight inverter printed circuit board (pcbs). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).